Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008: the patient underwent spinal fusion surgery using rhbmp-2/acs. On (B)(6) 2009: the patient presented with abnormal material posterior to l5-s1 disk space, could represent progressive disc herniation or exuberant granulation tissue, there is also some calcific density projecting posterior to the disk space that could represent displacement of bone graft material (B)(6) 2009: the patient presented with chronic pain (B)(6) 2010: the patient presented to the ER due to low back pain after fall. On (B)(6) 2010: the patient presented with radiculopathy. On (B)(6) 2011: the patient presented with interval increase in overall calcification within an apparent fusion mass along left posterior aspect of l5-s1 disk space causing mild to moderate left lateral recess stenosis and may impinge left s1 nerve root.